Event description:
It was reported that the ilet user experienced loss of both infusion set adhesives during a supply change, removed the pump, and did not revert to alternative therapy, after which the user sought assistance to resume therapy. The highest glucose reported overnight was 364 mg/dl and the current glucose reported during follow-up was 302 mg/dl. Symptoms included hyperglycemia and hunger. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem consistent with not reverting to alternative therapy after ilet is shut off or stops working. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.